Event description:
Information provided states that patient implanted with m6-c reported pain. Osteolysis was discovered on x-ray. The implant was removed.

Manufacturer narrative:
Rmf 0003 rev. 35 line 12.73.4 - resorption or osteolysis, without infection/infected . Abscess/infected cyst, leading to surgical intervention with explanation. Rmf 0003 rev. 35 line 12.75 - device explanted. The rmf files were reviewed and no risks identified.